Manufacturer narrative:
One fluid warmer disposable was returned for evaluation. Visual inspection of the device found it to have a broken luer, confirming the reported customer complaint. 32 samples were then assembled and underwent leak testing; no leaks were found. The problem source has been determined to be unknown.

Event description:
Information was received that immediately after opening the package, the customer noticed the connector was damaged. No patient injury.